Event description:
Complainant alleged that while defibrillating a pt, an arc was seen from the CPR stat padz and a smell of burnt skin was detected. Complainant did not indicate that there was any adverse effect to the pt due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.